Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with two prostyle devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the sutures of the first prostyle device were successfully pre-placed; however, when attempting to deploy the sutures of the second prostyle device, a cuff miss occurred. The sutures of a new prostyle devices were successfully pre-placed. The sheath was upsized to a 20f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed sutures of the two prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed as a posterior needle to cuff miss. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy such as the reported heavy calcification visible at the access site during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.